Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that after accessing the port, a leak from the clave and needle tubing connection was allegedly identified. Therefore, the port was re-accessed to stop the leaking.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Fluid residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. The safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. Microscopic inspection of the sample did not reveal any evidence of leakage. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that after accessing the port, a leak from the clave and needle tubing connection was allegedly identified. Therefore, the port was re-accessed to stop the leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after accessing the port, a leak from the clave and needle tubing connection was allegedly identified. Therefore, the port was re-accessed to stop the leaking.